Event description:
After coming off bypass and during the echocardiogram, all the patient's hemodynamic monitoring screens went blank. The surgeons did not have access to the patient's vital signs for about one minute. The monitors came back on and no further issues.manufacturer response for monitor, physiological, solar 9500:ge engineer's analysis of the system's reboot log file is the reboot occurred due to a trend request from a central information center (cic). According to the ge engineer, this occurrence has been an ongoing issue with software versions prior to version 4c. The monitoring system in question had version 2c software.